Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to a chronic total occlusion percutaneous coronary pci - (cto) interventional procedure. The first device was deployed and preplaced as intended. Reportedly, the physician tried to deploy the second prostyle, but the plunger was loose and fell out before step 2. The physician then tried to put the plunger back in, but was unable to deploy. The sutures of one new prostyle device was successfully pre-placed. The percutaneous coronary procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The unintended system motion and the failure to fire were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. In this case, it is possible that the plunger was inadvertently snagged by a surgical glove and pulled. The failure to fire is possibly likely due to a posterior needle deflection that struck the foot preventing full compression; however, these cannot be confirmed.